Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00005.

Event description:
It was reported during a diagnostic endoscopic ultrasound while under sedation the scope would video connector would not work. The resulted in a surgical procedure delay greater than 30 minutes. The procedure was completed using a backup device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2, h3, h6, h11. The device was not retured to olympus for inspection and the complaint was not confirmed. The most probable cause of the complaint is; unable to exclude device problem - the investigation findings do not clearly confirm the presence or absence of the reported problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.